Event description:
No new information.

Manufacturer narrative:
Pn#: mc1005t. The complaint is unrefuted for one (1) out of one (1) roi-c anchoring plate (part number mc1311p) for the reported failure of fracturing during plate insertion. Device evaluation: the part and lot numbers on the product matched the information in the complaint file. The damaged cage is visible in images attached in the complaint file; this portion of the complaint is confirmed. The plastic is significantly worn down. The anchoring plate has a few scratches, but other than that it appears to have no deformities. Functional test cannot be performed because the part was not returned to the westminster facility. Per DHR review, the parts were likely conforming when it left zimmer biomet control. No actions required. This event is not related to any product holds. Device use and compatibility: this devices are used for treatment. Reported event is not related to a combination of product lines; therefore a compatibility review is not applicable.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that during a procedure, the anchoring plate of an implant was difficult to insert. The cage and anchoring plates were removed and alternate implants of the same size were used to finish the case. There were no reported patient impacts associated with this event.